Event description:
Information received indicates, the bed drifts down when elevated.

Manufacturer narrative:
The technician found the hi/low drive brake was contaminated with oil and dirt. The technician cleaned the hi/low drive assembly to repair the bed.